Event description:
It was reported that the event was discovered during surgery. It was reported that after the harvesting of the graft the exterior gain of the hose blew up and exploded. There was no patient/user harm associated with the report and no surgical delay or medical intervention was required.

Manufacturer narrative:
The device lot number is unknown. The manufacture date cannot be provided and the device is non-repairable. The dermatome hose lot number is unknown and was not returned to zimmer surgical for evaluation and repair. The customer's reported event could not be confirmed and a cause cannot be determined.